Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had increased work of breathing and change in baseline status. After a trach change, the trach cuff was noted to inflate asymmetrically. The event occurred while in use with patient at the hospital. The operator of the device was a health professional. Medical intervention was required. 23 weeks preterm infant with severe bpd, significant tracheobronchomalacia with trach, ventilator and gt dependence. Patient adverse effects are unknown.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed. The cuff was determined to meet the symmetry specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.